Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-00176 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) male patient. He had no medical history. Concomitant medications included imatinib mesilate, acarbose and metformin, all for unknown indications. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog 25 100units/ml) via cartridge using two reusable humapen ergo ii devices, two times a day, morning 20 units and night 18 units, subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2017. He was hospitalized several times as blood sugar level was unstable every year. On an unspecified date, during the use of insulin lispro protamine suspension 75%/insulin lispro 25%, his blood sugar sometimes was up to 20-21 and sometimes blood sugar was down to 2.8 or 2.1. He was hospitalized twice in 2018 to condition blood sugar. On an unknown date, while on insulin lispro protamine suspension 75%/insulin lispro 25%, his ears became bad. He received first humapen (lot 1609d01) from (B)(6) 2017 to (B)(6) 2018. He received second humapen (lot 1610d03) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2018 the injection screw of a first humapen ergo ii was detached and the second humapen ergo ii had no injection screw. (Pc (B)(4); lot 1609d01 and pc (B)(4); lot number 1610d03). Information regarding hospitalization including discharge dates, corrective treatment or diagnostic/laboratory test performed was not provided. Outcome of events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was ongoing. The user of the humapens and his / her training status was not provided. The general duration of use of first and second suspect humapens was approximately nine months and two months respectively and the suspect duration of use of both humapens was not provided. The action taken with the humapens and their return status was not reported. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% or not and did not provide the relatedness assessment of events with humapens. Edit 26sep2018: upon internal review of information received on 20sep2018, recoded the suspect humapen devices unknown body type to humapen ergo ii devices according to previously provided lot numbers. Updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 27-sep-2018: upon internal review of the information received on 20-sep-2018, updated the both device age as unknown; updated hospitalization date from 2017 to 2018 and deleted event onset date of events blood glucose increased and blood glucose decreased. Updated narrative accordingly. No other changes were done to the case. Edit 28-sep-2018: upon catool reconciliation product complaint reference numbers (pc: (B)(4)) received were processed and updated in narrative accordingly. Upon review of cire report, added product complaint information in narrative. No other changes were done to the case. Edit 04oct2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 19oct2018 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2018-00176 since there is more than one device implicated. Evaluation summary: a male patient reported that the injection screw of his humapen ergo ii device was detached. The patient experienced increased and decreased blood glucose. The device was not returned to the manufacturer for investigation (batch 1609d01, manufactured september 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. A complaint history review of the batch did not identify any atypical findings with respect to device broken or dose accuracy issues. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 66-year-old han male patient. He had no medical history. Concomitant medications included imatinib mesilate, acarbose, and metformin, all for unknown indications. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog 25 100units/ml) via cartridge using two reusable humapen ergo ii devices, two times a day, morning 20 units and night 18 units, subcutaneously, for the treatment of diabetes, beginning on an unknown date in 2017. He was hospitalized several times as blood sugar level was unstable every year. On an unspecified date, during the use of insulin lispro protamine suspension 75%/insulin lispro 25%, his blood sugar sometimes was up to 20-21 and sometimes blood sugar was down to 2.8 or 2.1. He was hospitalized twice in 2018 to condition blood sugar. On an unknown date, while on insulin lispro protamine suspension 75%/insulin lispro 25%, his ears became bad. He received first humapen (lot1609d01) from dec-2017 to 20-sep-2018. He received second humapen (lot1610d03) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2018 the injection screw of a first humapen ergo ii was detached and the second humapen ergo ii had no injection screw. (B)(4). Lot 1609d01 and (B)(4). Lot number 1610d03). Information regarding hospitalization including discharge dates, corrective treatment or diagnostic/laboratory test performed was not provided. Outcome of events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was ongoing. The user of the humapens and his / her training status was not provided. The general duration of use of first and second suspect humapens was approximately nine months and two months respectively and the suspect duration of use of both humapens was not provided. The suspect devices, (B)(4). Was manufactured in sep2016 and (B)(4). Manufactured in oct2016, were not returned to the manufacturer. The reporting consumer did not know if the events were related to insulin lispro protamine suspension 75%/insulin lispro 25% or not and did not provide the relatedness assessment of events with humapens. Edit 26sep2018: upon internal review of information received on 20sep2018, recoded the suspect humapen devices unknown body type to humapen ergo ii devices according to previously provided lot numbers. Updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 27-sep-2018: upon internal review of the information received on 20-sep-2018, updated the both device age as unknown; updated hospitalization date from 2017 to 2018 and deleted event onset date of events blood glucose increased and blood glucose decreased. Updated narrative accordingly. No other changes were done to the case. Edit 28-sep-2018: upon catool reconciliation product complaint reference numbers (B)(4). Received were processed and updated in narrative accordingly. Upon review of cire report, added product complaint information in narrative. No other changes were done to the case. Edit 04oct2018: updated medwatch fields for expedited device reporting. No new information added. Update 22oct2018: additional information received on 19oct2018 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1609d01 and (B)(4). Associated with lot 1610d03 of humapen ergo ii devices. Corresponding fields and narrative updated accordingly.